Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nasogastric tube was having issue maintaining adequate suction. The nasogastric tube was removed from the patient and was found to be cracked at the transition point of the tube and where the enfit port inserts. The customer further stated that the patient had experienced intermittent discomfort due to the inadequate suction, but there was no patient injury reported.